Manufacturer narrative:
Although a definitive cause for the issue was not identified, the architect (B)(6) was considered the likely cause for the issue. However, a sample integrity issue cannot be ruled out. A review of the architect sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related non-conformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or deficiency was identified for the architect i2000sr analyzer.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient. The following results were provided: (B)(6) 2023, sid = (B)(6). Initial plasma:0.17, repeat serum:0.007, repeat plasma:0.006, repeat serum:0.000. Normal range = 0 - 0.028 ng/ml no impact to patient management was reported.